Event description:
Attorney advised pt previously treated for severe left ue radiculopathy at c6-c7 diagnosed with advance degenerative disc changes at c5-c7 with foraminal stenosis underwent a revision c4-t3 laminectomy and fusion with posterior instrumentation. Three months post operative pt was returned to the or for removal of 2 loose screws at c4 and extension of the fusion up from c4 to c2 with domino connectors and lateral (mass?) Screws as well as pedicle screws up through c2; laminotomies bilaterally at c2 and c3 and application of platelet gel.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot # was provided. Mfg records could not be reviewed without a lot #.